Manufacturer narrative:
Insulin pump received with button error alarm and no button response due moisture damage to the electronic assembly. The keyboard was troubleshot and determined not to be the cause of no button response. Unable to perform the displacement test or verify operating currents due to no button response. No moisture damage found on the motor, battery tube, and vibrator assembly however, moisture damage was found on the keypad traces during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer's mother reported via phone call that he was in a paddle boat when the boat flipped over and he went into the water with his insulin pump on. Fluid was under the lcd display. Customer's blood glucose level was 286 mg/dl. He treated his blood glucose with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.